Event description:
It is reported that the liner was not compatible with the shell. The patient was placed under anesthesia for a second time due to the 2 hour delay while obtaining a different shell and liner from another hospital.

Manufacturer narrative:
This report will be amended when our investigation is complete.